Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became cracked, but remained functional. Reportedly, the reason for the cracked touchscreen was unknown. Customer's blood glucose (bg) was over 500 mg/dl with moderate ketones. Contact administered insulin injections to address the elevated bg. Reportedly, customer reverted to insulin injections for insulin therapy.